Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast-fix 360 curved needle delivery system deployed t1 and t2 simultaneously. All ts were removed. A same-model back-up device was used to complete the surgery, resulting in less than 30 min delay and no additional impact on patient.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the fast-fix 360 curved needle delivery system deployed t1 and t2 simultaneously.¿ the device was returned with t1 absent. The suture was cut or broken where t1 would be. There was a knot nearby that had a hair or fiber tied into it. T2 and suture were returned freed from the device. There is a very slight twist right at the distal tip of the needle. The depth limiter was found in place. The device had been previously cycled and actuated. Testing confirmed it still cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed. Complaint occurrences are monitored via surveillance.